Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device: 5086 implantable pacing lead (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead had dislodged and there was atrial loss of capture. The ra lead was repositioned and the lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.